Event description:
The site reported that they had a case that resulted in a pneumothorax, possibly from the needle brush. The pt received a chest tube and was released from the hospital after 2 days. There was no allegation that the superdimension (sd) system caused or contributed to the pneumothorax.

Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.